Event description:
(B)(6). It was reported that narrowing post stent deployment occurred. In (B)(6) 2012, the patient presented with stable angina (ccs classification: 2) and underwent cardiac catheterization. Target lesion was a de-novo lesion located in the mid lad with 75% stenosis and was 8 mm long with a reference vessel diameter of 2.5mm. Target lesion was treated with pre-dilatation and placement of a 2.50 mm x 12 mm and 2.50 mm x 12 mm ion us coa stents in an overlapping manner. Following post dilatation residual stenosis was 0%. Post deployment of the first 2.5 x 12 mm ion us coa stent, there was an additional narrowing adjacent to the stent. Also, the flow was abnormal. As result, the second 2.5 x 12 mm stent was deployed. On the following day, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was extending to distal lad. And also, in (B)(6) 2012, during index procedure, prior to the deployment of the study stents, predilatation was performed using a 2.50 x 12 mm nc quantum apex balloon. Post inflation with the balloon, chest discomfort was noted. 50 mcg of fentanyl was administered through IV.